Event description:
Pt was calling the rn letting her know that he found the catheter separated. The catheter was exchange successfully. There was no pt injury and pt was in stable condition. C-06-007/RMA:4115a